Manufacturer narrative:
The reported events capsular contracture baker grade iii and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection (late onset), and capsular contracture baker grade iii.

Event description:
Regulatory affairs reported patient experienced rupture, capsular contracture, baker grade, iii, and "skin rash for 3 years on and off." Patient's "blood test came back...white blood cells are fighting an infection" and patient feels skin rash "could be a sign of cancer." This relates to the right device. The device remains implanted. The event of skin rash is unrelated to the implant.